Event description:
Caller reported damage to pump housing around usb port, which affected the ability to charge the pump, causing it to shut down. As a result, the customer's blood glucose level exceeded 500 mg/dl, displaying as "high." The customer administered a correction bolus via the pump and did not require third-party assistance. Technical support arranged to replace the pump with updated software, and backup therapy will be managed through multiple daily injections. The customer was informed about returning the damaged pump and the steps required upon receiving the replacement.